Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: marcumar 3: retention meter and master lot strips: 3.0 inr, customer meter and retention strips: 2.9 inr . Marcumar 4: retention meter and master lot strips: 3.2 inr , customer meter and retention strips: 3.2 inr . The maximum difference between measurements with the same blood sample was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the nurse's roche meter was 1.9 inr. The result from the customer's meter was 3.7 inr. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The customer was not anemic, no antiphospholipid antibodies, no lupus, no direct thrombin inhibitor, no heparin, no changes in medication or diet, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 345213) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.